Event description:
Boston scientific crm received information from a boston scientific field representative that during a catheter procedure for suspected ischemia following a syncopal episode, this patient experienced pulseless electrical activity followed by a ventricular fibrillation (vf) episode that was nonsustained due to undersensing. The rate was then detected as a ventricular tachycardia (vt), and the device delivered antitachycardia pacing (atp), followed by a low-energy shock and then a maximum energy shock, which converted the patient. The patient's rate subsequently returned to a vt, for which the device repeated atp and six shocks before patient conversion. Four atrial tachycardia response events with undersensed vf followed, and the patient was rescued with external shock delivery. A balloon pump was implanted, and the patient was admitted to an intensive care unit. There were no allegations against this lead or the device; the patient's physician and a second physician who joined the case attributed the undersensing to the patient's medical condition (hyperkalemia, transient pea, and possible ischemia). A subsequent device check showed all device and lead measurements were normal, and no changes were made to device programming.

Manufacturer narrative:
This report will be updated if additional information is received.